Event description:
It is reported that upon opening the outer packaging, it was noticed that the inner packaging of the device was not sealed properly. The device was not used due to sterility potentially being compromised.

Manufacturer narrative:
This report will be amended when our investigation is complete.